Manufacturer narrative:
E1 phone number: (B)(6). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the patient experience a problem with a disposable, the incident happened during ongoing pain therapy with a pump. Per reporter the incident happened in the specialized palliative care service. One of the symptoms appeared was an abscess with a thickness of 3-5 cm.